Manufacturer narrative:
No device was returned as it is in-situ and no device malfunction was alleged. Though no root cause can be determined review of the reported information identified the patient original pain was unrelieved and suggests the patient's continued pathology is a cause or contributor. No additional investigation can be completed. Labeling review: "additional surgery may be necessary to correct some of the adverse effects." " risks specific to cervical artificial discs, including the simplify cervical artificial disc, are but may not be limited to: failure to relieve symptoms including unresolved pain, removal, revision, reoperation or supplemental fixation of the disc." "Simplify cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events aes, and risks associated with simplify cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications." "Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema."

Event description:
It was reported via a simplify 2 level study that on (B)(6) 2019 a patient underwent a spinal procedure at c5/c7. On (B)(6) 2022 another surgery was conducted where another manufacturer's posterior fixation was added at c3 to c7 due to cervical radiculopathy and myelopathy and the simplify discs were left in place.